Event description:
Post carotid stenting procedure, the patient experienced a neurological deficit (not related to anticoagulation) described as behavioral change and diagnosed as cerebral hyperperfusion syndrome. The onset was sudden with full recovery (no deficit). The patient is a male. The index procedure was completed in 2007. The target lesion location was the left internal carotid artery with no occlusion in contralateral carotid. Calcification was not documented, but vessel tortuousity by visual inspection was severe. Geometry of the lesion was eccentric. Pre-dilatation was performed. The final target lesion percent diameter stenosis was 0. An angioguard distal protection device was used in the procedure. The device was deployed and retrieved successfully with no technical problems. Upon retrieval of the angioguard device there was no debris found in the basket. A precise stent was implanted for treatment of the target lesion. Deployment was successful and there was no report of a product malfunction. The patient left the angio suite neurologically intact. Post-procedure medication was clopidogrel and aspirin. The procedure was completed; however, prior to discharge, the patient experienced a major adverse event of cerebral hyperperfusion syndrome. The duration of this neurological deficit was >24 hours and no cea surgery was required. The patient was discharged thirteen days later, with clopidogrel and aspirin directed.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.